Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit was successfully downloaded to adapt using thump. No relevant alarms noted of low battery or low power in pump history to confirm complaint code. Unit passed sleep and active measurement currents, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection. Unit received with battery cap contact damaged (loose), cracked case (battery tube), battery tube threads - cracked, cracked case-corner of belt clip rails, and pillowing keypad overlay. Unit powered up properly after battery installation and no battery anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected and belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) (B)(6) and (B)(6) troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for (B)(6) no product return is required for (B)(6) . It was unknown whether customer will continue to use the devices.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.